Manufacturer narrative:
Batch review performed on 15 september 2015: gmk-sphere 02.12.t4i3r tibial tray fixed cemented # t4-i3 r lot. 131501. Lot 131501: 23 items manufactured and released on 09 july 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0310fr tibial insert fixed sphere flex #3/10 mm r lot. 141804 ((B)(4)): lot 141804: 59 items manufactured and released on 06 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, 54 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0003r femoral component sphere cemented # 3 r lot. 142546 (k121416): lot 142546: 26 items manufactured and released on 06 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any similar reported event. On 05 september 2015, the medical affairs director made the following analysis: the position of this implant was not optimal. A significant indentation of the anterior femur (anterior notching) seems to have occurred, and relative rotation of the components was probably incorrect (apparently the femoral component was malrotated), which most probably caused the insert damage. I think the root cause for this failure was an unreported and unspecified problem which occurred during primary implantation. On 18 september 2015 the r&d director made the following analysis checking the images returned back: from the picture we can observe an abnormal zone of wear on the medial posterior rim of the insert. On the femur there is nothing to be reported.

Event description:
Patient reported to the surgeon with significant pain in the pfj region. Patient had slightly elevated crp (creactive protein- which can be an indicator of infection). Surgeon operated with a view to potentially changing a poly, resurfacing a patella and taking some cultures to rule out infection. Frozen section came back mostly negative and surgeon decided to remove all implants and replace with a revision system. Due to hospital restrictions and policy, the implants have not been made available.

Manufacturer narrative:
On 13 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 17 nov 2015 it was sent to the initial reporter and the case was closed.